Event description:
The user received a questionable troponin t hs (high sensitivity) result for one patient sample. The initial result was 5.19 ng/l and was reported to the medical doctor. The doctor did not think this result matched the patient's symptoms and history. The same sample was repeated on (B)(6)2010 and the results were 93.16 ng/l and 91.36 ng/l. The result of 93.16 ng/l was considered to be correct. The patient was not harmed due to the falsely low initial result. The troponin t hs reagent lot number was 157120.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls do not indicate an issue. Based upon information provided, the event may have been caused by abnormal sample aspiration as the alarm files show this alarm occurred several times. In addition, it was noted the customer is not using rack adapters. No adverse events occurred.

Event description:
Pt is seeking legal action. No further info has been provided.